Event description:
It was reported that during the implant procedure when the lead was connected to the device, high, out of range, pacing lead impedance, low sensing, and high capture threshold were observed. After repositioning the lead the pacing lead impedance was still high and out of range. The lead was not implanted and was replaced. Patient condition was good after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.